Event description:
The email received for the (B)(4) study indicated that during index procedure, the patient had a peri-procedural pci. The patient is a (B)(6) man with a history of dyslipidemia, hypertension, lvef 40-50% and former smoking who presented with former smoking, acute coronary syndrome braunwald class 1b angina, a positive functional ischemia study and a 90% stenosis with timi 3 flow in the proximal left anterior descending artery (lad). On (B)(6) 2010, the patient underwent the index procedure with pre-stent balloon angioplasty, placement of two cypher (cws33350/ lot 15109106 and cws13350/ lot 15108203) study stents and post-stent balloon angioplasty in the proximal lad. The second study stent was deployed overlapping and distal to the initial study stent to fully cover the lesion. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The interventional catheterization report noted final angiography demonstrated a mild eccentric narrowing within the proximal portion of the stented segment that may represent a component of plaque prolapse or recoil as the balloon appeared to be adequately expanded. Good distal flow was noted. The cec adjudication committee reviewed the procedure notes and agreed that the patient had suffered a peri-procedural myocardial infarction related to the index procedure and related to the cordis stents.

Manufacturer narrative:
The email received for the (B)(4) study indicated that during index procedure the patient had a peri-procedural pci. The patient is a (b)(64) man with a history of dyslipidemia, hypertension, lvef 40-50% and former smoking who presented with former smoking, acute coronary syndrome braunwald class 1b angina, a positive functional ischemia study and a 90% stenosis with timi 3 flow in the proximal left anterior descending artery (lad). On (B)(6) 2010, the patient underwent the index procedure with pre-stent balloon angioplasty, placement of two cypher (cws33350/ lot 15109106 and cws13350/ lot 15108203) study stents and post-stent balloon angioplasty in the proximal lad. The second study stent was deployed overlapping and distal to the initial study stent to fully cover the lesion. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The interventional catheterization report noted final angiography demonstrated a mild eccentric narrowing within the proximal portion of the stented segment that may represent a component of plaque prolapse or recoil as the balloon appeared to be adequately expanded. Good distal flow was noted. Pre-procedure on (B)(6) 2010 at 04:00, the ck was 128 (nl 204, ratio <1), the ckmb was 2.1 (nl 6.4, ratio <1) and the troponin t was <0.01 (nl .03, ratio <1). Peri-procedure on (B)(6) 2010 at 12:00, the ck was 105 (ratio <1), the ckmb was 2.3 (ratio <1) and the troponin t was <0.01 (ratio <1). Post-procedure on (B)(6) 2010 at 20:20, the ck was 100 (ratio <1), the ckmb was not performed and the troponin t was <0.01 (ratio <1). On 05/13/2010 at 06:20, the ck was 145 (ratio <1), the ckmb was 9.6 (ratio 1.5) and the troponin t was 0.10 (ratio 3.3). On (B)(6) 2010 at 08:55, the ck was 162 (ratio <1) and the ckmb was 10.2 (ratio 1.59). The troponin t was not performed. On (B)(6) 2010 at 14:20, the ck was 141 (ratio <1), the ckmb was 7.6 (ratio 1.18) and the troponin t was 0.07 (ratio 2.33). On (B)(6) 2010 at 00:40, the ck was 112 (ratio <1), the ckmb was 4.8 (ratio <1) and the troponin t was 0.04 (ratio 1.33). The ECG core lab reported no new st-t abnormalities and no new q waves, noting inadequate tracing quality due to severe artifact. The cec adjudication committee reviewed the procedure notes and agreed that the patient had suffered a peri-procedural myocardial infarction related to the index procedure and related to the cordis stents. The patient was discharged on dual anti-platelet therapy. The cypher stents remain implanted thus unavailable for analysis. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #3003742446-2012-00377 and 3003742446-2012-00378.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #3003742446-2012-00377 and 3003742446-2012-00378.